Event description:
It was reported that there was a problem with the patient programmer. The patient was to get new batteries and then call back. The patient was having trouble with leaking a lot, for the last month or more. The patient inquired if what she eats causes her to have more leakage. The patient was type ii diabetic. Leakage was sudden, but no known event that caused symptoms. Additional information from the healthcare provider noted that the issue was unknown; the patient did not contact the office.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-33, lot# va0j2l3, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).